Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was reported by the patient¿s peritoneal dialysis registered nurse (pdrn) who stated that the patient was overfilling based on their treatment records. The pdrn went on to say that the patient had drained as high as 4000ml during their treatment. When asked to read the records for the treatment involving the high drain, it was discovered that the patient had drained 4011ml during cycle four of their therapy. This volume is 182% the patient¿s fill volume of 2207ml. Based on the iipv event, the technical support representative advised the peritoneal dialysis registered nurse to discontinue use of the cycler. The cause for the iipv event was unknown. The pdrn assured the technical support representative that the catheter was in the correct position and that it was performing as designed. There was no patient injury or medical intervention required as a result of the iipv event. The patient was trained to perform stat drains if they felt full and had manual supplies to perform treatment without the cycler when it was necessary. The patient has since received a new cycler and has continued with treatment without complication. Additional information was requested but is unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.